Event description:
The international customer reported the screen turned grey and the ventilator shut down. There were no audible or visual alarms. There was no patient harm. Patient information was requested; none was available.